Event description:
It was reported that the patient developed an infection at the post auricular area. The patient was hospitalized on (B)(6) 2014. The patient was treated with co-amoxiclav IV antibiotics on (B)(6) 2014; however, the treatment was not successful. The patient's device was explanted.